Manufacturer narrative:
(B)(4). Device code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the device displayed the unknown message "error system, no internet connection" during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.